Event description:
It was observed that during the device evaluation, the camera head exhibited image noise and failed to display any image. Additionally, poor water-tightness of the cable unit was identified, indicating that water tightness had been lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image noise and lack of image display were caused by issues with the cable unit. Additionally, the cable unit exhibited poor water-tightness, resulting in a loss of water resistance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.